Event description:
The customer returned the choledocho fibescope to the service center for a separate issue. During the device analysis, the service repair team indicated that the eyepiece section have severe rust inside. It was determined that the eyepiece needed to be replaced.There was no patient involvement in this reported event.

Manufacturer narrative:
The device was evaluated. Evaluation confirmed the reported issue.A definitive root cause could not be identified.Reasonably known information suggests probable causes such as stress, external factors.Olympus will continue to monitor field performance for this device.